Manufacturer narrative:
One photo was shared by the customer, where an ICU medical set and an unknown bd set are observed, however no anomalies, leaks or damage are observed. The complaint of leaks on item 12514-01 cannot be confirmed. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history was reviewed of possible lots number #13959618 was performed and non-conformities were found that would have led to the reported condition on the complaint. Possible lot number involved 1395961; manufactured date 4/1/2024; expiration date 4/1/2029.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event involved a 7" (18 cm) appx 0.45 ml, pressure infusion (400psig) ext set w/ microclave¿ clear, purple clamp, rotating luer where the customer reported that the IV was leaking during patient use in the emergency room - c pod. The customer further reported difficulty in connecting or tightening the connectors of the device, which resulted in the leakage. There was evidence of leakage observed beneath the tagaderm sticker used to cover the IV and connector. The data was collected by the staff ER apex CT scanner; there was no repeat test performed. There was patient involvement, but harm was not reported as a consequence of this event.